Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The insulin pump was unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. The insulin pump had minor scratched display window, cracked reservoir tube and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that she was admitted as an inpatient for medical treatment due to low blood glucose. The customer also reported that she received a button error alarm. The customer's blood glucose was 17 mg/dl at the time of the incident. The customer's blood glucose was 296 mg/dl at the time of call. The customer stated that paramedics were called due to low blood glucose and treated until her blood glucose went up to 78 mg/dl. The customer stated that they treated her high blood glucose with the glucose tablets. The customer also reported that she experienced throwing up prior to the event. The time of the admission was 11:30pm and the date of the admission was (B)(6) 2015. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.